Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 58 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of "low" on cgm. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.